Event description:
(As was reported to co's sales rep by the user facility). On friday afternoon (12/5/97), dr noticed resistance in the circuit well into the case and well after the administration of albuterol. The dr and his staff immediately changed their anesthesia machine (ohmeda), thinking a valve had broken. After the ohmeda serviceman came were they then aware that it (the resistance) was caused by the circuit and not the machine, which was in perfect working order.